Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced post operative sciatic, mesh erosion and extrusion. An excision of mesh and anterior colporrhaphy with z-plasty procedures were performed.